Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized overnight due to high blood glucose with blood glucose levels of above of 500 mg/dl. The current blood glucose level of the customer was 400 mg/dl. The customer was not wearing the insulin pump during hospitalization. The customer did not allege that the insulin pump was under delivering. The customer was treated using insulin drip while hospitalized. The customer agreed to troubleshoot and the insulin pump will not be returned for analysis.